Event description:
It was reported to nuvectra that the patient experienced an infection due to an open incision with the lead potentially sticking out and puss forming around the opening. Subsequently, the system was explanted and the patient is doing better.